Event description:
A distributor in denmark reported that a cartridge alarm, identified as alarm 20, occurred with a pump during a pumping event, indicating it was a recurring issue. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Corrective actions involved replacing the problematic pump with a warranty-covered replacement and instructing the caller on how to use the backup insulin pump to ensure consistent insulin delivery. The caller was also guided to put the pump into storage mode and return it within 10 days using a pre-paid label.